Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that since implant, the patient has had two revision surgeries (unsure of dates). The patient said she was very skinny and her ins continued to push its way to the surface of her skin. The ins is on her hip and the first revision the hcp put it behind her muscle. The ins started to go to the surface again so the hcp sewed it behind muscle and tissue. The patient is small in stature so the ins had long connector wires that the hcp clumped "like a ball of spaghetti". If the patient put a bag of groceries on her hip (where the ins is) it will hurt. The hcp recommended getting a new ins in her upper buttock. No further complications were reported.